Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed to open. Customer tried to recover the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer 9fse) identified that the solenoid was not functioning and thermally damaged and shut down the station. Fse opened the back panel and accessed the rear of drawer 4, during the solenoid replacement, observed that the controller board was damaged and replaced it accordingly. Reassembled all components in reverse order, powered on the station, recovered the drawer, and confirmed that the drawer passed the diagnostic test successfully. The system functioned as intended after the field service engineer repaired the device.